Event description:
Facility reported they have detected several bloodlines that have been kinked in various placed in both the arterial and venous lines. In speaking with the clinical manager at the dialysis facility, she stated that one kink was noted during priming, and another during treatment at which time there was an ebl of 300cc's. However, she was unable to recall which line had the kink during priming and which during treatment. The samples were discarded by the facility.